Event description:
It was reported that the patient had pain and drainage at the ipg incision site. Surgical intervention was undertaken where the patient underwent an incision and drainage procedure on (B)(6) 2025. It was confirmed that there was no infection present.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.